Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer's service replaced the device's active exhalation control module to address the issue. Additional findings not related to the malfunction/issue was rubber feet missing and damage to the front enclosure screw bosses for this device. The rubber feet and front enclosure case were replaced to address this issue. Afterwards, the device was tested again and passed all testing.